Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced elevated blood glucose (bg) levels above 300 (mg/dl). Pump boluses were delivered to address bg levels. Reportedly, the contact believes the pump settings possibly contributed to the elevated bg levels. The contact declined to complete troubleshooting with tandem technical support.